Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer went to the emergency room (ER) and was subsequently hospitalized due diabetic ketoacidosis. Customer's blood glucose (bg) was high, however, specific bg value was not provided. Customer was treated with intravenous insulin, potassium, and magnesium, and was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the pump supplies were changed to resolve the reported occlusions. Reportedly, the customer continued to use the pump for insulin therapy.